Event description:
It was reported that during a video assisted thoracoscopic right lower lobe lobectomy procedure, the device and a white reload were used to transect the pulmonary artery. Its blade cut, but staples did not form and caused active bleeding. The surgeon converted to open to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: what were the indications for surgery? To use echelon flex sc45a with white reload ecr45w for transect a pulmonary artery. What provisions were made to establish proximal and distal control of the vessel prior to firing? Other doctor did vats rll lobectomy. I don¿t know provisions before firing the vessel. She just used echelon for transection of vessel. Were any clips placed in the procedure? No, clips were not placed on pulmonary artery. Were any staples visible? If so, what was their shape? Yes, staples were visible, some staples were form as b-shape but others I could not see. Were any of the forces higher of lower to fire or open the device? I don¿t know about forces to fire of doctor, she forced to fire 4 times as normally use. After that she opened the anvil. But the staples did not formed on pulmonary artery. There was active bleeding at the vessel. How was the case completed? First, the doctor used the endo clip for clipped vessel but its could not stopped bleeding, she had to change to do open surgery and used sutures (prolene) for ligate vessel and finally she could stopped bleeding, the patient was safe. What is the current patient status? The patient¿ current status is safe the analysis found that one sc45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an incomplete cut line. The batch record was reviewed and no anomalies were noted during the manufacturing process.